Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a columbus knee implant (part # nr121m) was implanted during a primary procedure performed in (B)(6) 2020. According to the complainant, the patient complained that her knee felt loose and unstable. The patient underwent a revision procedure on (B)(6) 2022, the surgeon opened the patient, debrined the area and implanted a thicker poly and tightened the joint space. The complaint device was not returned to the manufacturer for evaluation. A revision surgery was necessary and it was reported that the surgery on (B)(6) 2022 was a revision of a revision. The date of the previous revision is unknown at this time. Additional information was received on april 19, 2022 which revealed that the surgery was successfully completed with no intraoperative issues and no reports of any post operative complications. The malfunction is filed under aic reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed. And no parts were returned for failure analysis. Therefore, the investigation was not able to confirm, a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for all available lot numbers. The devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures. And a device is not released, if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
No updates required.